Manufacturer narrative:
Qn#(B)(4). The customer returned one brown luer hub for evaluation. Visual inspection revealed the catheter had become separated just adjacent to the luer hub and was not returned. Remains of the extension line were found inside the luer hub. The points of separation were rough and jagged. The inner diameter of the distal extension line within the luer hub measured 0.056", or 1.4224 mm, which is within specifications of 1.42-1.50 mm per proximal extension line extrusion graphic. The outer diameter of the distal extension line and the catheter body length could not be measured as it was not returned. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in removing guide wire or catheter. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested." It also precautions the user, "to minimize the risk of damage to extension lines from excessive pressure, each clamp must be opened prior to infusing through that lumen." The report of an extension line/luer hub separation was confirmed through the complaint investigation. Visual analysis revealed that the distal extension line had separated adjacent to the luer hub. It was noted that remains of the extension line were found within the luer hub. The catheter body and extension lines were not returned. The luer hub met all relevant dimensional requirements and a device history record review based on sales history did not reveal any relevant findings. Without the rest of the catheter, the root cause of the complaint could not be determined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: distal lumen hub was separated from line while injecting fluid to patient through cvc. After the doctor removed the catheter that had a problem, the new product was opened and reinserted.

Manufacturer narrative:
(B)(4). Lot# unknown. Potential lot# 71f19g2881.

Event description:
The customer reports: distal lumen hub was separated from line while injecting fluid to patient through cvc. After the doctor removed the catheter that had a problem, the new product was opened and reinserted.